Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for non-malignant pain use. The patient reported that in the past 2 weeks she has heard her pump alarm twice. The patient stated that she heard a series of beeps that were 45 minutes apart. The company representative (rep) stated that he read the logs and the last entry in the logs was from (B)(6) 2026. The rep verified no alarm codes were posted. The patient was due for a refill in (B)(6) 2026. The technical services reviewed the alarm sounds and suggested that the patient monitor the situation and document if she hears the alarm again.

Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for non-malignant pain use. The patient reported that in the past 2 weeks she has heard her pump alarm twice. The patient heard a series of beeps that were 45 minutes apart. The company representative (rep) read the logs and the last entry in the logs was from feb 2026. The rep verified no alarm codes were posted. The patient was due for a refill in (B)(6) 2026. The technical services reviewed the alarm sounds and suggested that the patient monitor the situation and document if the alarm occured again.